Manufacturer narrative:
Unit alarmed insulin pump error alarm during the rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement test due to insulin pump error alarm. The middle (enter) keypad button is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.